Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the infusion set failed 3 weeks ago and the reservoir last week that the insulin would not go through them one before putting them in the pump. The customer was advised that we would replace out the set and the reservoir and went over the shipping for return.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.